Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the information received.

Event description:
Reportedly, the instrument handle broke during the procedure and all the broken pieces were recovered. Procedure: lap hernia repair. Patient status: no patient injury reported.